Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 20.0mmol/l to 26 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer performed high pressure test and it was failed. Customer stated auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at .08620 inches. No unexpected absence of occlusion alarm or device test failed alarm noted during testing. (B)(4).